Manufacturer narrative:
(B)(4). Additional devices implanted and/or related to this event: dsl2428j/ (B)(4). The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® dryseal sheath with hydrophilic coating instructions for use (IFU) states that adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size and disease state (including calcification) is required to ensure successful sheath introduction. If the vessel size is smaller than the introducer sheath outer diameter, then vessel damage may result. (B)(4).

Event description:
On (B)(6) 2018, the patient emergently underwent treatment of a ruptured thoracic aneurysm with conformable gore tag® thoracic endoprostheses using gore dryseal sheath with hydrophilic coating. When the physician tried to advance 24fr sheath dsl2428j (lot #: 16264502 or 16555080, it is unknown which sheath was being used when the event happened) from the right femoral artery, there was resistance and the right common iliac artery was dissected. Two plc121000j devices were implanted from the right common iliac artery to the right external iliac artery to treat the dissection.